Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, and unexpected restart. The customer's blood glucose was 122 mg/dl at the time of the call. The customer stated that the insulin pump went blank and then alarmed no reservoir. The customer states there was a reservoir inside the pump at the time of the alarm. The display did return, but alarmed unexpected restart. During the call the insulin pump went blank once again. The customer declined troubleshooting